Event description:
It was reported that patient presented in clinic due to heart failure. The patient's implantable cardioverter defibrillator (ICD) exhibited far-r wave oversensing. Programming changes were made. Patient was stable.